Event description:
It was reported that during a sigmoidectomy procedure, the device was fired without any difficulties. Although the resected tissue was proper, a leak was found. Add'l suture was performed. There were no adverse consequences to the pt. It was confirmed that the tissue was partially not anastomosed.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.